Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessories device was used during a hysteroscopic myomectomy procedure performed on (B)(6) 2017. According to the complainant, during set-up, they received an error message that states "no sensor found, please check sensor" even though the sensor was hooked up properly. The procedure was completed with another symphion fluid management kit. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.